Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the pacemaker was connected to the leads, no pacing was observed on the electrocardiogram (ECG). The pacemaker was not used and replaced. Upon connecting the replacement pacemaker to the leads, pacing was successfully observed. No patient consequences were reported.